Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -18.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2014.. Refractive change over time was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.